Event description:
On (B)(6) 2024, a patient (pt) called to report itchiness and redness in both eyes (ou) "about an hours into insertion" of acuvue® oasys max 1-day brand contact lenses (cls) in (B)(6) 2024 (exact date not provided). No physical defects and nothing unusual were noted on the lenses. Upon removal, "it take a while for the discomfort to get resolves." The pt visited an eye care professional (ecp) due to the redness and itchiness but was not examined by the ecp. The ecp recommended pataday eye drops "since it was during allergy season." The pt then visited an ophthalmologist (date not provided) who noted redness and eyelid inflammation; however, no diagnosis was provided. The pt was prescribed xiadra but did not fill the prescription. The pt "took a break from lens wear for a few weeks," then developed eye redness when wearing the cls again. The pt had a virtual visit with an online doctor (date not provided) and was advised, "it sounds like you have conjunctivitis" and was prescribed polymycin eye drops every 4 hours for 7 days. The pt "did not think it was the contacts but stopped wearing the lenses for some time and the eyes cleared up." The eyes "started getting red" when the pt started wearing the lenses again. The pt then went to the primary care physician (pcp), date not provided and was prescribed tobramycin for 10 days (pt is unsure duration). The pt does not recall the pcp providing a diagnosis. The pt then stopped wearing the lenses and has not worn the lenses again. The pt agreed to send the visit summary from the online doctor visit and provided verbal consent to contact the pcp for visit details. The pt completed a successful trial in the cls in (B)(6) 2023. The pt emailed the visit summary from the virtual visit during the call and noted that the doctor states, "pt does not wear contacts." The pt stated that is incorrect because the pt was wearing contacts and that was the reason for the visit. Visit summary (virtual visit) dated on (B)(6) 2024: pt had red, irritated eyes with purulent drainage for 4 days, and crusting of lashes in the morning. Pt has tried otc antihistamine drops without resolution. No visual disturbances, no pain, and no trauma. "Pt does not wear contacts." Eyes: visually there is bilateral injection of bulbar and palpebral conjunctiva. There is no discharge noted. Assessment: h10.33 unspecified acute conjunctivitis, bilateral plan: 1. Discussed treatment options. Polytrim and warm compresses every few hours. 2. Discussed contact precautions / hygiene. 3. Seek in person care if symptoms worsen or do not resolve. 4. Medical decision making: symptoms are consistent with a bacterial conjunctivitis and topical antibiotics are appropriate. Follow up if symptoms worsen. Prescriptions: polymyxin b sulfate 10,000unit - trimethoprim 1mg/ml eye drops 1 drop every 4 hours until directed to stop. For 7-10 days. On (B)(6) 2024, the pt's pcp office was called for additional medical information. An employee stated the pt will be required to sign a medical record release form and a formal request of the required information will need to be faxed to the office. The pt was then called and asked to sign the release. The release form was emailed to the pt. On (B)(6) 2024, the pt was called and refused to provide the medical record release. No additional information has been received. No additional information is expected. This report is for the pt's left eye (os) event. The report for the pt's right eye (od) event will be provided in a separate submission. The date of the pt¿s event is being recorded as 01feb2024 as the exact event date is unknown. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 4324520104 was produced under normal conditions. The os suspect product was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.